Manufacturer narrative:
Visual and optical examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material plastic deformation, consistent with overload. The above observations are consistent with overload.

Event description:
It was reported that during surgery for implant of an artificial cervical disc, the cutting instrument would not spin to cut the end plates. A second cutter also did not work. A third instrument was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.